Event description:
Customer called to report the insulin pump alarmed for low reservoir and she could not progress past the low battery screen. Blood glucose reading was 60 mg/dl. The customer stated that her blood glucose was low because she had been active and did not eat. Advised that the insulin pump will need to be re-programmed. The customer will call back tomorrow for assistance with setting up the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)